Event description:
It was reported that a nurse found a cracked filter on a pt which caused half of their medication (fabrazyme) to leak out into the pt's bed. There was not pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation results are pending. A follow up report will be submitted once the investigation has been completed.